Event description:
The chest tube was placed in 2000 for a pneumothorax. In the am the next day, the catheter was found separated in the bed at the plastic hub. The physician re-wired the catheter, and another chest tube was inserted. The pneumothorax had reaccumulated but after new chest tube was placed, it resolved.